Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam.the patient has alleged to sore throat.the reported events of sore throat of the patient and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed at related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The device has not yet returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from product problem to reported adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.